Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for about a week they had been having difficulty connecting to their pump to deliver a bolus. The patient stated it took 30-45 minutes to deliver the bolus, and they had to charge the handset 2-3 times a day. The patient stated the handset often delayed on ¿the 91% of retrieving pump settings.¿ the patient confirmed being programmed for 10 boluses per day. During the call, the patient mentioned they were sick and hurting so bad due to not being able to bolus. While on the call, the patient was able to successfully connect to the pump and saw their lockout time was 1 hour and 14 minutes. A replacement handset was requested from the repair department because the handset needed to be charged multiple times per day and the delayed telemetry concerns. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.